Event description:
The event is reported as: the incoming inspection report indicates that the package is torn/broken. No pt involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.